Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during insulin bolus delivery. Motor error alarm happened four times in the last 30 days. Customer does not use the sensor feature and is able to rewind the insulin pump and devise was not exposed to a magnetic field. Blood glucose value is 88 mg/dl. Nothing further reported.